Event description:
It was reported that during a stenting treatment procedure a shaft fractured. The lesion being treated was located in the right coronary artery. The physician advanced a runway guide catheter to the target lesion, however it was noted to be kinked. The device was successfully removed and the procedure was completed with a different device. Then, prior to entering the patient, the 28mm x 4.00mm ion stent delivery system (sds) became stuck on an unknown guide wire. The physician attempted to remove the sds catheter from the guide wire, however the catheter shaft broke at the wire exit port. The sds was successfully removed from the wire in two parts. The procedure was completed with a different device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4).device is combination product.

Event description:
It was reported that during a stenting treatment procedure a shaft fractured. The lesion being treated was located in the right coronary artery. The physician advanced a runway guide catheter to the target lesion, however it was noted to be kinked. The device was successfully removed and the procedure was completed with a different device. Then, prior to entering the patient, the 28mm x 4.00mm ion stent delivery system (sds) became stuck on an unknown guide wire. The physician attempted to remove the sds catheter from the guide wire, however the catheter shaft broke at the wire exit port. The sds was successfully removed from the wire in two parts. The procedure was completed with a different device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a taxus element/ion monorail stent delivery system with no guide wire. There was contrast in the inflation lumen. The shaft was detached/separated near the wire exit port. Microscopic examination of the material surrounding the shaft break did not reveal any inherent deficiencies that would have contributed to the incident. The stent was centered between the markerbands on the tightly folded balloon. The tip was damaged. Magnified inspection presented no evidence of any product quality deficiencies contributing to the tip damage and reported catheter froze on wire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).